Event description:
The product complaint reports shows the customer alleges that internal battery failed to operate ventilator after failure of external battery. It is not varified that the unit failed to cycle, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.